Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that  all of a sudden back in march the stimulation started too feel too high and uncomfortable. The circumstances that led to the reported issue were unknown. Reviewed how to use patient programmer and patient successfully decreased setting. The troubleshooting steps that were taken on the call resolved the issue.